Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as the event date was reported to have occurred in (B)(6) 2020. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. FDA registration #: (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but would not let go from the catheter to deploy. Reportedly, there was resistance felt before the spool reached the end in the device handle. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.